Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastrectomy, the load was used to cut the gastric tissue but when ending the stapling there was a noise and it was impossible to remove the blade. The load could not be opened nor separated from the tissue. To remove the instrument it was necessary to cut with another endogia and the surgery continued normally. The surgery was extended in time more than 30 minutes. There was no need to re-operate, no bleeding, no extension of the incision. There was an unexpected loss of tissue, the tissue was trapped between the jaws. Reinforcement material was used in conjunction. Patient is currently under recovery.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one egia 60 articulating med/thick sulu and one egia ultra universal xl stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The reported conditions for this incident were that during a gastrectomy procedure the instrument locked on tissue on the instrument made a strange noise. Visual inspection of the reload noted the jaws were clamped and the I-beam was advanced to the 0.5 cm cut line. Tissue was locked between the jaws and the adapter was broken off the proximal end of the reload. Visual inspection of the instrument noted the firing rod was bent. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken adapter and bent firing rod. A review of the current historical complaint data reveals no trend for a device related failure for this condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.